Event description:
Patient had a full asystole event in 2005 at 14:12:34 and again 15:50:46. The customer stated both asystole rhythms were not recognized by the telemetry patient monitor. The customer reported that the only message found was at the central monitor in the patient full disclosure report, (pause report), which was recorded at 14:12:40. The customer also stated that especially on the v lead it is clear to see that the rhythm was an asystole. The nurses found this patient in bed and reported this to the ccu ward. The customer claimed that the patient nearly died and was given an external pacemaker.